Manufacturer narrative:
The complaint reported issues of migration and instability are confirmed, based on the revision operative notes. The devices were not returned for further examination. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon review of operative notes, it was determined that this component should not have been added to the investigation. The revision operative notes state the revision was due to instability and the tibial component was noted to be well fixed. The operative notes also state that the laxity resulted from subsidence of the femoral component on the lateral side. Therefore this reporting needs to be voided.

Event description:
Upon review of operative notes, it was determined that this component should not have been added to the investigation. The revision operative notes state the revision was due to instability and the tibial component was noted to be well fixed. The operative notes also state that the laxity resulted from subsidence of the femoral component on the lateral side. Therefore this reporting needs to be voided.

Manufacturer narrative:
(B)(4). Medical products: persona femur trabecular metal cr standard porous cat#: 42502806602, lot#: 62643713; persona articular surface fixed bearing cr cat#: 42522000510, lot#: 62493556; nexgen tm standard primary patella cat#: 00587806535, lot#: 62491771. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07443, 0001822565-2017-07444. Product location is unknown.

Event description:
It was reported that patient was revised approximately ten months after right total knee arthroplasty due to instability and subsidence.